Manufacturer narrative:
The serilization and lot history records were reviewed and found to be acceptable. Report 1 of 5, see 1926044-2014-00119, 00120, 00121, 00122.

Event description:
The user facility in (B)(6) reoprted the vitrectomy cutter was not operable at the cutting speed of 5000 cpm. There was no impact to the patient.